Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer was having trouble getting alarms on pump and having sensor issues. The customer did not report any symptoms. The customer was treated for the low blood glucose with glucose intake. Customer¿s blood glucose level was 108 mg/dl at the time of the call. The customer decline trouble shooting for low blood glucose. The pump was not returned for analysis.